Manufacturer narrative:
A replacement breast pump was sent to the customer. On (B)(6) 2017, a medela clinician followed up with the customer, at which time she stated that her obgyn diagnosed her with mastitis and she was prescribed clindamycin after having an allergic reaction to the first antibiotic. She has completed the full course of antibiotic and the mastitis is resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event.

Event description:
On (B)(6) 2017, the customer reported to customer service the suction on her pump in style advanced breast pump was low and was not emptying her breasts and, as a result, she developed mastitis. She also indicated that she was not using the power supply that came with the pump.